Event description:
The device was used during a gastric resection procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.